Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that there were no device issues, they tend to have a tickle on their chest occasionally which cause all the symptoms mentioned and the battery icon on the recharger does not display fully charged. The replacement recharger resolved the issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient using a deep brain stimulation implantable pulse generator (ipg) and the recharger experienced issues with charging, including the charger not charging, not getting full charging bars, and the recharger taking a long time to charge the ipg. The patient observed only partial charging bars, such as only four lit up, and alleged that the recharger battery was bad. The patient expressed concern about being able to charge the ipg and reported developing a "tuticle" (as described by the patient, with unclear clinical meaning) and needing to jiggle their toes periodically. The patient stated that a previous device setting was too high, which caused an inability to sleep or keep their eyes closed and described feeling "crazy" during this period. The patient spent six months on a setting that was too high and had to reduce the frequency of therapy due to adverse effects. The patient also expressed concern about the current healthcare provider's knowledge of the device. The patient denied any frayed cables on the recharger antenna and confirmed the antenna was firmly seated in the recharger. Patient services recommended replacing the recharger antenna, but the patient insisted on replacing the entire recharger, leading to a request for expedited replacement. The patient was advised to follow up with their healthcare provider regarding their concerns. No patient complications have been reported as a result of this event.